Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked and ovalized in multiple locations throughout its length (figure 1) and had multiple consecutive kinks in the distal shaft. Conclusions: evaluation of the returned device revealed it was kinked and ovalized in multiple locations. This type of damage typically occurs due to repeated forceful manipulation of the cat6 against resistance during insertion into a sheath. The root cause of the initial resistance experienced by the physician could not be determined. The second cat6 and the non-penumbra sheath used in the procedure were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01767.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6). During the procedure, while attempting to insert a cat6 into a 6f destination sheath, the physician experienced resistance and the cat6 became kinked just behind the tip; therefore, it was removed. The physician then attempted to use a new cat6; however, resistance was encountered again and the cat6 became kinked. The kinked cat6 was removed and the procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.